Manufacturer narrative:
Returned device was received in good physical condition but the dso seal was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated but it was found in the event log. The dso sensor was replaced as it was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump fails down stream alarms. There were no reported adverse events.